Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified openings, crease fold, wear abrasion, and white particles. Leak test was performed and found openings on posterior. A microscopic analysis was performed which identified a striated(edge) opening, consist with use of a surgical tool, and also identified a sharp (edge) opening on posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated(edge) opening on posterior side due to surgical damage, and a sharp (edge) opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.